Event description:
The customer reported that the breast shields didn't fit properly and reported mastitis.

Manufacturer narrative:
In follow up with customer on (B)(6) 2013, the customer stated that she was diagnosed with mastitis by her physician dr. (B)(6). She was prescribed an antibiotic to treat the issue. On (B)(6) 2013, the medela clinician spoke with the customer who reported that she is now recovered from mastitis. She reported that she was prescribed bactrim. She consulted a lactation specialist regarding breast shield sizing. The customer reported that she is no longer using her pump in style breast pump. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event.